Event description:
It was reported that when using the bd pyxis¿ es refrigerator picusouth main door failed to open. The customer performed a reboot; however, recovery attempts were unsuccessful. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, it was determined that the refrigerator main door failed to open. A field service engineer assisted customer to reboot and power cycle the station to resolve. Customer confirmed and resolved the issue. The system functioned as intended after the field service engineer assisted customer to resolve the issue.